Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted via merlin.net that the ICD was reconnected, however, no information was provided as to what may have caused the event or how it was resolved. There will be no further intervention performed. There were no patient consequences reported.